Manufacturer narrative:
Patient information was not made available from the site. Issue resolved at time of call. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site operating room (or) manager that while in an ear, nose & throat (ent) procedure, their navigation system monitor screen flickered while they were navigating. The site re-booted their navigation system and normal function was restored. The navigation system functioned as expected. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. Issue resolved at time of call.

Manufacturer narrative:
A medtronic representative, following up with the site, performed a navigation system check-out and found the dvi cable connection to the monitor was loose. After tightening the cable to the monitor the medtronic representative reported the system returned to normal function. No further relevant issues reported.